Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the patient had the inflatable penile prosthesis (ipp) replaced due to pain and discomfort at the left side of the base of the penis. A CT scan showed the left cylinder was buckling due to improper sizing as the cylinder was too big for the patient anatomy. The reservoir was also found to have partially migrated out of the space of retzius. The new device was tested again and found to be a better fit for the patient. The procedure was successfully completed with no patient complications.